Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small and a hemostatic valve separation issue occurred. The hemostatic valve of the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small dislodged during the preparation. They exchanged the sheath and the issue was resolved. The case continued without any further incident. Additional information was received on the event. The hemostatic dislodged and remained in the hub. The hemostasis valve (gasket) did not break into two or more separate pieces. The hemostatic valve detached from the sheath and remained in the hub. The sheath was not being used on the patient. The issue occurred during sheath prep. The event was assessed as MDR reportable for a hemostatic valve separation issue.

Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The bwi product analysis lab received the device for evaluation 28-apr-2022. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The device evaluation was completed on 29-may-2022. It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small and a hemostatic valve separation issue occurred. The hemostatic valve of the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small dislodged during the preparation. They exchanged the sheath and the issue was resolved. The case continued without any further incident. Additional information was received on the event. The hemostatic dislodged and remained in the hub. The hemostasis valve (gasket) did not break into two or more separate pieces. The hemostatic valve detached from the sheath and remained in the hub. The sheath was not being used on the patient. The issue occurred during sheath prep. The product was returned to biosense webster for evaluation. Visual inspection and microscopic examination of the returned device were performed following bwi procedures. Visual analysis revealed that the hemostatic valve was dislodged inside of hub component. Microscopic examination of the hemostatic valve surface showed stress marks on the outer diameter. The damage observed could be related to the incorrect insertion of the dilator into the sheath causing the dislodgment of the valve; the stress marks and physical damage observed suggest that excessive force or manipulation was applied; however, this could not be conclusively determined. A device history record was performed for the finished device batch number, and no internal actions were identified. The issue reported by the customer was confirmed. The odp (optimal device performance guide) contains the following caution: always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. This product issue will be addressed through bwi's quality system. An internal corrective action has been opened to investigate the conditions observed in the hemostatic valve. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).